Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation and the information provided, it was presumed that the foreign material clogged in suction channel/cylinder by aspirating solid matter during procedure. However, a definitive cause could not be determined. The event can be detected by following the instructions for use which state: detection method is described in gif/cf/pcf-190 series operation manual. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope has an object stuck in the suction channel. The issue occurred during an unspecified diagnostic procedure. The patient experienced an unspecified time of delay under anesthesia. The procedure was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.